Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and vessel vasospasm occurred. The 90% stenosed, 30mm in length, concentric, de novo target lesion was located in the moderately tortuous, moderately calcified, and 3.0mm in diameter mid left circumflex artery. The lesion contained less than 45 degrees bend. A 2.00mmx20mm apex balloon catheter was advanced for pre-dilation. After the lesion was dilated, the device was attempted to be removed, however at this moment, vessel vasospasm occurred and the balloon shaft kinked. Medication was given, but the balloon catheter could not be withdrawn. Another of the same balloon catheter was used to dilate the lesion, removed the kinked balloon catheter, and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter. There was contrast in the device. The balloon was loosely folded. Microscopic inspection found no evidence of damage or irregularities. Microscopic and tactile inspection revealed numerous kinks in the hypotube. Microscopic inspection of the tip found no irregularities or defects. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and vessel vasospasm occurred. The 90% stenosed, 30mm in length, concentric, de novo target lesion was located in the moderately tortuous, moderately calcified, and 3.0mm in diameter mid left circumflex artery. The lesion contained less than 45 degrees bend. A 2.00mmx20mm apex¿ balloon catheter was advanced for pre-dilation. After the lesion was dilated, the device was attempted to be removed, however at this moment, vessel vasospasm occurred and the balloon shaft kinked. Medication was given, but the balloon catheter could not be withdrawn. Another of the same balloon catheter was used to dilate the lesion, removed the kinked balloon catheter, and the procedure was completed. No patient complications were reported and the patient's status was stable.